Manufacturer narrative:
The device was returned without a specific complaint or event. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above elective replacement indicator (eri) voltage consistent with normal usage. Additional findings: visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.